Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that the device manufacturer date information was not accurate on the initial medwatch report. The following section have been updated accordingly. Section h4: device manufacturer date: may 22, 2022.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the catalys system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the catalys system is not an implantable device. Section h3: the catalys system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that they were initially unable to enter the side port incision after using the catalys system, then discovered that the eipert forcep was bent. Physician successfully entered side port with a sinski but was unable to find the incision with a cannula, so they used a 1.0 mm blade to open the incision. He opened the primary incision easily with a new eipert. At the end of the case, the primary incision leaked, necessitating sutures, which the physician attributed to a possible 'wound burn' from phaco (centurion). He also faced initial occlusion and foot pedal connection issues with the centurion phaco machine. Despite these challenges, the side port incision self-sealed, and the cataract surgery and iol implant were successfully completed without further surgical intervention or harm to the patient. The capsulotomy was completed and he liked the lens softening. Application support manager (asm) discussed cataract incision geometry with doctor. No further information was provided.